Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date after attempts 08/21/25 and 08/28/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in agent delivery in excess of the +30% of setting during a case. The clinician was able to reduce the amount of agent being delivered. There was no patient injury.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.